Manufacturer narrative:
Reporting institution phone # (B)(6).

Event description:
The customer reported a ventilator touch panel was hard to be pressed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the international philips field service engineer (fse) who confirmed the reported issue. The remote service engineer advised the customer to replace the touchscreen and provided the customer with a quote. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician visually examined the touch screen and reported there was no evidence of damage or contamination. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touch screen failed diagnostics testing and resistance measurements were not in specification. The touchscreen calibration could not be completed successfully. The touch was verified as out of alignment. The analysis concluded the returned touchscreen does not function as specified.

Manufacturer narrative:
The fse replaced the touch screen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.